Manufacturer narrative:
(B)(4).

Event description:
The device could not be fired. No patient injured, no extension of incision or surgery time, no blood loss, no tissue damage, no change of procedure, no part fell into cavity, no reinforcement material used.